Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart. She saw her doctor for a vaginal exam to make sure no tampon pieces remained. Her doctor did not find any pieces of tampon.